Manufacturer narrative:
Complaint history review: no other complaints: complaint lot search reviewed, there are no other complaints for the reported lot. A review of the reported lot device history record was performed. The lot met all manufacturing release specifications. The lot was processed and released according to the product¿s acceptable criteria. A sample was not received at the manufacturing site for evaluation; therefore, the condition of the product could not be evaluated. No sample received: a root cause for the customers reported event could not be determined as no sample was received at investigation site. No supporting data was presented, obtained or identified while investigation concluding product contributing factors are related to the event. Product malfunction or cause could not be determined with relation to the event. Relationship of the product to the event is unclear. Reported event can not be conformed. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A other health care professional reported during the intraocular lens implantation when the shunt was inserted into the space it came out. The device was removed and replaced with new one. There was no harm to the patient. Additional information has been requested.